Event description:
The customer contacted stryker to report that their device had an error code present that indicates the device has a condition that may impede the ability to deliver defibrillation energy. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
The device was sent to the stryker depot for evaluation. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device had an error code present that indicates the device has a condition that may impede the ability to deliver defibrillation energy. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
A stryker depot technician evaluated the device and verified and duplicated the reported issue. The root cause of the reported issues was traced to a faulty capacitor on the energy delivery printed circuit board assembly (pcba). The energy delivery pcba was replaced to resolve the reported issue. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use.